Manufacturer narrative:
Two serum samples of the patient ID (B)(6) were received. No serological testing of crrs(3) lot e137 with the received customer sample was possible because the lot has already expired when the customer sample arrived. Instead, the received customer sample was tested crrs(3) lot e140 and crrs(3) lot e143 and reacted positive as expected. In this investigation, the customer issue was not reproduced or confirmed. Retention product performed as expected. Crrs 3 package insert: the reactivity of capture-r ready-screen (3) reagent red blood cells may diminish over the dating period. The rate at which antigen reactivity is lost is partially dependent on the individual donor characteristics that are neither controlled nor predicted by the manufacturer.

Event description:
On (B)(6) 2014, a customer reported that a patient sample which has a known anti-e resulted negative using capture-r ready-screen 3 (crrs 3) on the galileo neo instrument the same sample tested positive on diamed cards on (B)(6) 2014. The neo instrument showed no other errors.